Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump¿s history showed reboots on (B)(6) 2013. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump and the pump was able to power on normally. The pump was exercised for 24 hours with no power interruptions. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump unexpectedly lost power. It was reported that the pump had not experienced any unusual trauma, damage, or moisture exposure. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.